Event description:
It was reported that the zimmer dermatome was not cutting skin uniformly. Additional clinical follow up with the hospital indicated that the graft was thin in the middle and thicker on both outer edges. There was no report of harm, injury, additional harvest, delay, increased surgical time, or medical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/08/2011. Upon return, the device did not display any prominent damage. Verification of calibration settings demonstrated that the unit was highly out of calibration at every setting. Improper handling by the user most likely caused the control bar to become out of adjustment and affect the calibration. The device was serviced and returned to the customer.